Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total thyroidectomy procedure, one ligasure exact used for whole procedure. Procedure started with generator ft10 serial number: (B)(4), surgeon was getting many incomplete seal cycles. Switched generator ft10 unit to serial number (B)(4). Still getting many incomplete seal cycles. One seal was made and end tone heard but no re grasp alert, when seal cut, seal did not hold, vessels bled with less than 250cc with no transfusion required. Surgeon started using more bipolar device to seal vessels. There was no patient injury.